Event description:
Patient was hospitalized due to high bgs and ketones.

Manufacturer narrative:
As per patient, doctors believed she might have had a virus or infection as she had a fever of 103.8 which could have originally caused her bgs to go high. No product has been returned for investigation. Should new information become available a follow up MDR will be submitted.